Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Self-testing and priming were performed and no abnormality was observed. The reported condition was not verified. The device was found to operate within specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was black particulate matter inside a homechoice cassette. This was noticed before use of the device. The patient performed therapy using a new cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.